Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as a weeping sore. The patient reported using hydrocortisone cream as recommended by their doctor. There is no alleged device malfunction. The patient ended use of the lifevest.